Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that a pump reservoir volume higher than expected was observed. The patient reported a small increase in pain.